Manufacturer narrative:
Continuation of d10: product ID a820 product type software updated fdc code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that it was taking 6 minutes to deliver a bolus when it used to take 10 seconds with their old personal therapy manager. The patient had been frustrated with it since getting their pump replacement last july for end of service. They wished that they did not have to deal with this reports issue and they did not like having to wait to get the bolus. They were desperate for pain relief. They were walked through clearing data on the handset and then they were able to connect to the pump fast without any lag. They stated they never go to the pain clinic to see the doctor, they just have a nurse that shows up at their house to fill the pump. They mentioned they also have a spinal cord stimulator. They would monitor lag issue and call back if further assistance is needed.